Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor was blank. The customer rebooted the system and did not fully boot back up. Upon troubleshooting, fse ran a pc diagnostic test on flex vision pc, and it failed to launch the diagnostic test. Fse removed the pc and inspected it internally. Fse checked the error log and found that the cmos battery was the cause of the issue. Fse checked the complementary metal-oxide-semiconductor (cmos) battery; it was 2.8v; it should be 3.88v. Fse replaced the cmos battery, which resolved the issue temporarily. The same issue reoccurred and fse replaced the flex vision pc and hard drive to resolve the issue permanently. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitor was blank. The customer rebooted the system and did not fully boot back up. There was no reported patient or user harm. Philips has started an investigation of this complaint.